Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
Revised a triathlon cementless left total knee due to a patient fall and periprosthetic fracture. He removed the femoral and tibial components and replaced with a stryker tibial cone and competitor total knee revision implants. Small fracture in the tibia.